Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink continu-flo solution sets were leaking at the y site. The leaks were discovered during unspecified process steps. There was no report of patient injury or medical intervention associated with these events. No additional information is available.